Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a dentist who specializes in clear aligner treatment. They said that their tmj was severely worsened and they are contraindicated due to crowding of teeth in lower jaw and their tmj.